Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the monitor displayed service code 204 and failed incoming testing. Upon evaluation, the r781 resistor was open and the esd3 component was internally shorted. The cause for the service code was isolated to the open resistor and shorted component. The root cause of the open resistor and shorted component cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving service code 204 (belt/monitor unusable).